Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that there was a loss in monitoring briefly during a short episode with the telemetry device. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
The behavior does not impact the primary alarming of the philips products directly at the bedside or the alarms displayed at the central station. Instead, it is limited to visual elements of the plc ix real time waves and when viewing retrospective patient data. The ongoing investigation has not revealed any evidence to suggest that patient harm is a possibility. Philips is committed to providing the customer with a technical resolution via the release of a software update for impacted products.the update is planned for the intellivue p.o software release. This release is currently on track for a release in q2/2022.

Event description:
It was reported that the customer was seeing a 20ms gap in the plc ix data. The device was in use on a patient. There was no report of patient or user harm.